Manufacturer narrative:
The event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Post market vigilance (pmv) led an evaluation of three devices. The visual inspection of the returned product noted the first reload was fully fired, the second was pre-fired, and the third reload had a full complement of staples. Pmv performed functional testing which included the reloads were loaded into a post market vigilance instrument (0155) for functional testing. The interlock was overridden for the first two reloads, and the reloads were then applied to test media. All remaining staples were placed and test media was cleanly transected. The reload interlock was tested and found to function properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic resection of lower sigmoid/resection, the surgeon was able to press the green button and squeeze the handle, but the instrument did not fire. The jaws of the device locked on tissue but was removed by normally opening. The handle could be pushed, but no action was taken. The power went into void. A new device was used to resolve the issue. No patient adverse events were reported. No reinforcement material was used. Current patient status is alive with no injury.